Event description:
Customer reported that while running an hcv assay, summit sample handler did not pipette negative control and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.